Manufacturer narrative:
An investigation has been initiated. When the investigation is completed a supplemental report will be submitted.

Event description:
It was reported that there was a "break in clear extension tubing at the junction of the white plastic luer hub."